Event description:
Dialysis r.n. Was demonstrating to another r.n. The procedure for clearing an air in line alarm. The unit did not detect the low liquid level, did not alarm and did not shut down. Air was introduced into the pt. Machine was removed from service and another unit set up. Pt was treated for the air embolus.